Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting procedure, the needle was becoming crooked while in the process, it could not be passed from the bone, and it was not enough for the closure of the sternum. They used another device to complete the case. It was also reported that the incision was extended by more than 1 inch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting procedure, the needle was becoming crooked while in the process, it could not be passed from the bone, and it was not enough for the closure of the sternum. They used another device to complete the case. There was no patient injury.